Event description:
Eye ulcer may have been caused by complete moisture plus contact solution. Felt like there was something in his eye. Eye irritated and red after contacts were removed. Difficult to keep eye open. Used 2004 - 2007, morning & evening, everyday.